Manufacturer narrative:
One imp, tsv,4.1mm,dual sel,ha (tsv4h10) with mount and screw was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent malfunction identified with the threads/drive feature. Some signs of use. Product matched print specification where measured (caliper ID: cal1831 due: (B)(6), 2021; inspected on (B)(6) 2021) functional testing was performed and the devices were normally assembled. No damages to threads identified. Pre-existing condition as noted on the per was type iii (low) bone density. The device was located on tooth location #3 (universal) and the implant was placed and removed same day. X-ray & picture evaluation: x-ray or picture image was not provided. DHR review for the lot (1232710) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1232710) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #3 was removed due to stripped threads. While performing implant surgery, they went to place the implant and were unable to use it because the threads were stripped and it would not stay in the bone. The procedure was completed with another implant.